Event description:
Caller reported an incident of hypoglycemia requiring hospitalization after having attempted unsuccessfully to use the aviva system due to error within specifications. Customer reported started having low blood symptoms of being weak, shaky, and confused. Customer tried to test on her meter, but it showed e-5. Customer then passed out for about 3 minutes. Husband put a peppermint in her mouth and she came to. Husband also gave her some orange juice. Customer was unable to self-treat. Husband called paramedics and they arrived about 5-10 minutes later. Customer had a reading of either 55 mg/dl or 61 mg/dl on the paramedic's meter. She was treated with an unspecified IV. She stated paramedic's meter read 70 mg/dl and 90 mg/dl before she was taken to hospital. Customer does not remember what the reading was on hospital's meter when she arrived. Customer was admitted to hospital for 6 days, does not remember hospital results or treatment. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.